Manufacturer narrative:
(B)(4). Concomitant devices: unknown persona femoral component catalog #: ni lot #: ni, unknown persona tibial component catalog #: ni lot #: ni. Report source: foreign: event occurred in the (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2021-02584 and 0001822565-2021-02586.

Event description:
It was reported that the patient experienced knee pain approximately (1) year post-operatively. The patient's pain resolved within (4) months and did not require revision. It is unknown what treatment the patient received to resolve symptoms. Attempts have been made, however, no additional information is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.